Manufacturer narrative:
Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Additionally, microscopic examinations were performed and needles were tested for resistance to breakage. During testing it has not been possible to detect any irregularities on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Case conclusion: nothing abnormal was found with the sealed and unused needles. Comment: undue care whilst injecting (technique). Other issues are likely.

Event description:
Needle broke in leg [device breakage]. Case description: this spontaneous case, reported by a nurse and received from a nurse in the united kingdom as "needle broke of in leg." Concerns a pt treated with novofine needles 31 g 6 mm from an unknown date for type I diabetes mellitus diagnosed in 2003. Medical history included coeliac. In 2006 the patient's needle broke of during injection. The patient was hospitalized to ward and had the needle removed under general anaesthetic. The patient stayed overnight. It is reported that the patient made multiple injections with the same needle and furthermore it is reported that the patient did not use the right technique. However, according to the continued in additional info section, patient, she changed needles after every injection. The outcome of the event is not yet recovered as the wound after the operation not yet is healed.